Event description:
Clinical patient was revised to address pain and tendency to dislocate. Update: 2/8/2013 - patient's medical records were received. Records indicate upon revision polywear of the liner was found. Liner was added to the complaint.

Manufacturer narrative:
The investigation has been reopened due to receiving acetabular liner information. Depuy will notify the FDA when the investigation is complete..

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.